Event description:
It was reported that the patient heard very well with the device until (B)(6) 2015, when she fell and banged her head on the pavement. Since then the patient has no more hearing sensation with the device. Re-implantation is scheduled.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the pt report and the reported incident appear to match well with this finding. This is final report.

Event description:
It was reported that the pt heard every well with the device until (B)(6) 2015, when she fell and banged her head on the pavement. Since then the pt has no more hearing sensation with the device.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.